Event description:
An endurant iistent graft system was implanted for the endovascular treatment of a 5.0 cm diameter abdominal aortic aneurysm. The proximal neck appeared to be 30 cm in length and the diameter s of the proximal neck below the renal arteries and at the opening of the aneurysm were 22 cm and 25 cm, respectively. It was reported that during the procedure the bifurcated device and the contra lateral limb were deployed without issues. The graft was ballooned with a reliant balloon also without issues. Upon the final angiogram an endoleak was observed. The endoleak appeared to be a combination of a type ia and a type ii endoleak. The physician requested that a cuff be placed. The cuff was ballooned without issues. A final angiogram was taken and the endoleak appeared to be less aggressive. A type ii endoleak was also noted. The physician decided to end the procedure. The physician stated immediately after the case that the cause of the type ia was due to inadequate landing zone. The physician also stated the event was related to the procedure. It was later reported that the proximal type I endoleak completely resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).